Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) device reported receiving five shocks. An internal technical service consultant was contacted regarding retrieving the arrhythmia logbook print outs. Reportedly the patient with this device has a history of ventricular tachycardia and the episode numbers have increased. This patient's medications have been modified and adjusted and their electrolyte levels were acceptable. The technical service consultant reviewed the information and provided the information on retrieving the episode information. A review of the information determined that therapy was exhausted but could not determine whether the shocks were initiated due to supraventricular tachycardia (svt) or ventricular tachycardia (vt), however the episode started with a premature ventricular contraction (pvc). No adverse patient effects were reported.

Event description:
One year later, this device was returned for analysis.

Event description:
According to available information, this device was removed. It is unknown whether the device will be returned for analysis.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Analysis confirmed the reported therapy delivery and confirmed that therapy was exhausted at that time, but could not determine whether the shocks were inappropriate. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis concluded this device was capable of providing appropriate therapy and met specification.